Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-68- user did not insert code key. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for code (----) eci meter. The customer was receiving the code (----) immediately after inserting a test strip into the meter. At the time of the call on (B)(6) 2018, the customer reported symptoms of increased urination and increased thirst; medical attention was not needed at the time of the call. The customer disconnected the initial call; attempt made to call customer back but customer did not answer. Customer called back that same day. During the call, the customer inserted a test strip into the meter and the meter still displayed code (----). The product storage was undisclosed. The test strip lot manufacturer's expiration date is 05/28/2020 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.

Event description:
Consumer reported complaint for code eci meter. The customer was receiving the code immediately after inserting a test strip into the meter. At the time of the call on (b)(2018, the customer reported symptoms of increased urination and increased thirst; medical attention was not needed at the time of the call. The customer disconnected the initial call; attempt made to call customer back but customer did not answer. Customer called back that same day. During the call, the customer inserted a test strip into the meter and the meter still displayed code . The product storage was undisclosed. The test strip lot manufacturer's expiration date is (B)(6) 2020 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal eport # 01551821 returned meter evaluated with defect found. Qc investigation on 5/2/2018; returned meter had damaged / dirty code key connector. Final root cause : rc-014 lifted solder pad on code key connector j2 from user mechanical stress. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.